Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided. However, the single intraoperative fluoroscopy image would not aid in the identification of a root cause for the investigation as the issue is with the instrumentation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : not returned.

Event description:
It was reported that surgeon tried targeting the proximal screw hole with jig for the phoenix ankle arthrodesis and upon review of screw placement via x-ray the targeting jig missed the hole. The surgeon proceeded to remove the screw and do free hand targeting to redrill and replace the screw. There was no reported patient impact. Attempts have been made and there is no further information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.